Event description:
The customer reported that the 9900 system would not turn on prior to a case. No patient injury was reported.

Manufacturer narrative:
The customer reset the circuit breaker. The system was found to be working and put back into service. The customer canceled the service call.